Event description:
Reporter alleged the labeling has rubbed off the test drum vial and he is unable to see any numbers due to the fact they are faded. No actions or treatment associated with the alleged report. A request was made for the the return of the suspect product and replacement product was sent.